Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/22/2025. Corrected information: b1, h1 - additional information was received that this product is not an ethicon product. Therefore this medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "...barbs are minimal at the sutures they are using the last 2 weeks". If possible, could you please confirm the number of patients/events affected by this issue. Unknown were there any patient consequences during any of the cases? No went to operating room (B)(6) 2025 to join hip surgery and spoke to dr. (B)(6) in person. He is using the sxmp2b408 for subcutaneous and intracutaneous. Its is a bidirectional suture. Start in corner and closed the subcutis, went 4-5 times back and cut the suture. Before 2 times back was enough with suture he used before (sxmd2b408). The other part of the sutures was used for closing intracutaneous and went well. But often (and that is the complaint), the suture break after removing the ioban (drape) after the subcutaneous layer. He resolved this now to go 4-5 times back instead of 2 times. In his opinion the wire chance in barbes per inch and dept of barbs. For bidirectional there is a transition point in the middle and in his opinion, he can move the suture forward and backwards into the tissue layer although there are barbs. In his opion, that wasn't possible before. I will sent the sutures (non-decontaminated) for investigation and compare. Sxmp2b408 (new) versus sxmd2b408. Please have a look to the transition point, barbs per inch, cutdirection/degree and depth. Additional h11: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 1, action taken when event occurred? Toke a new suture, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2025 and barbed suture was used. During the procedure, surgeons is using spiral stratafix 3-0 ps-2 sxmp2b408b and noticed that barbed are less and weaker and suture broke in 2 pieces. No adverse patient consequences were reported. Additional information was requested.